Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 77 year old male patient presenting with post cardiotomy cardiogenic shock for impella support. New information forwarded via jpvad registry on 2022-12-23 indicates the patient endured thrombocytopenia prompting platelet delivery. The patient also endured an access site bleed prompting a blood transfusion.